Manufacturer narrative:
Citation: kawashima h, et al. Direct oral anticoagulants versus vitamin k antagonists in patients with atrial fibrillation after tavr. Jacc cardiovasc interv. 2020 nov 23;13(22):2587-2597. Doi: 10.1016/j.jcin.2020.09.013. Epub 2020 oct 28. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the long-term all-cause mortality of patients with chronic or new atrial fibrillation after transcatheter aortic valve replacement (tavr) who were prescribed direct oral anticoagulants (doacs) or vitamin k antagonists (vkas). All data was collected from a fourteen-center registry between october 2013 and may 2017. The study population included 403 patients and was predominantly female with a mean age of 84 years. Of those, 62 patients were implanted with medtronic transcatheter valves: corevalve (36) or evolut r (26). No unique device identifier numbers were provided. Among all 403 patients, the all-cause mortality rates during the median follow-up of 568 days (range of 367 to 819 days) were 10.3% for doac patients and 23.3% for vka patients, respectively. Edwards sapien transcatheter valves were also implanted in the study population. None of the deaths were directly associated with medtronic product. Among all 403 patients, adverse events included: all bleeding, life-threatening or major bleeding, minor bleeding, gastrointestinal bleeding, hemorrhagic stroke, ischemic stroke, and new onset atrial fibrillation. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.